Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the insulin pump went pale and there were lines stretching across the screen. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. The customer reported that this has happened three times in only five minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test and displacement test. The pump was monitored and no pale display, missing segments or partial display noted during testing.